Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm determined the safety disk passed 6 million cycles and needed replacement. After replacing the safety disk, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a "safety disk full error." There was no patient involvement, and no adverse event was reported.